Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 191 and 204mg/dl. The customer's expected fasting blood glucose test result range is unknown. At the time of the call the customer reported feeling nauseous. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Customer stated the product is stored in her purse. The test strip lot manufacturer's expiration date is 12/13/2019 and open vial date is (B)(6) 2018. Meter memory was reviewed for previous test result history: (B)(6).